Event description:
It was reported that during a da vinci myomectomy procedure, the fenestrated bipolar forceps instrument jaws were not aligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .067 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additionally, the pitch cable was frayed at the distal idler. No damage was found on the pulley and clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.